Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain. Update 1/3/17 ¿ medical records received. After review of the medical records for MDR reportability, revising surgeon noted in indications that patient had "ongoing pain related to the hip replacement and he had elevated metal ions". No metal ion lab values available for review. Lot and manufacturing info updated. Date of implant added for products. Stem added to complaint. The complaint was updated on: 1/19/2017.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4) superseded by (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.